Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of the lead being stuck in the header was confirmed. The cause of the field event is believed to be due to silicone, septum material that was found inside of the rv and v-tip set screw hex cavities. The silicone prevented full insertion of the torque driver in the hex cavity, which could have resulted in the difficulty loosening and tightening both set screws.

Event description:
It was reported that during a device upgrade procedure, lead got stuck in the header of the implanted device. The lead was explanted and replaced.